Event description:
Sales representative called, and reported customer found hair(s) inside syringe during reconstitution.

Manufacturer narrative:
No sample has been received for evaluation. This case is being submitted as a conservative measure. Baxter medical director assessment: in case the (sterile) hair contained in the syringe is not observed, and would be applied to the surgical field, it potentially may cause a foreign body reaction, or exceptionally local/generalized infection.